Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 600's mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released two days later with the issue resolved and no permanent damage. The customer reverted to an alternative method of insulin therapy.